Event description:
Sabre 2400 was being used in conjunction with a da vinci robot. The surgeon disconnected the foot-switch from the sabre 2400 and the accessory continued to activate. The sabre 2400 was changed out with no issues.